Manufacturer narrative:
Device returned in plastic bag. A flexural kink was noted at the proximal side hole. Wire braid was visible. The ID and the od measurements both met specification. No other deformation was noted to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was attempted to be used. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was not inspected. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device and excessive force was not used. The device was not excessively torqued. It was reported that the catheter was quickly kinked from the primary curve. The kink occurred while the device was in the patient. No patient injury reported. Analysis of the returned device revealed a flexural kink with wire braid exposed.